Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: universal drill guide (2.5/3.5 mm) was dropped from the sterilization basket to the floor (height of 80 cm) and the drill guide broke. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the present universal drill guide was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Also we are not aware of any similar occurrence regarding to this article. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the provided information that the part was dropped on the floor, we are able to determine that this was too much force for the product and let it break. No product fault could be detected.